Event description:
It was reported that a couple of days prior to report the patient started to have urgency and incontinence ¿really bad.¿ it was noted that the patient was wondering if it was possible for overstimulation. It was noted that the patient had tried all programs and was now on ¿p4.¿ it was noted that the patient had leakage over the weekend and adjusted stimulation. It was further noted that the patient rolled over in bed and had a surge over the weekend. It was noted further that the day prior to report the patient rolled over in bed and felt the surge again and could not make it to the bathroom and could not control symptoms. It was noted that the patient was soaked and wet and adjusted stimulation again a ¿little higher.¿ it was noted that the patient experienced a loss of therapeutic effect. It was noted that the patient reported no falls or trauma. It was further noted that the patient¿s therapy was working fine until recently.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va06tas, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).